Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluationthe customer has stated that the device is available, however has not decided if anything will be returned. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the fio2 is out of specification on this ventilator. There was no patient involvement at the time of the incident.